Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior/apical pelvic floor repair procedure on (B)(6), 2012. The patient has been experiencing moderate pain since one month after the procedure. The physician opines the pain may be a result of the mesh being pulled too tight. The patient, who is over 18 years of age, is being monitored and has been taking nsaid medication (specifics unknown) for the pain since (B)(6) 2012.